Manufacturer narrative:
Findings: pump received with button error alarm and no down arrow button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No frozen display noted during testing. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 260 mg/dl. The customer reported the device was exposed to chlorine water. The customer reported that she walks in water with pump on. The customer reported there is fluid under the lcd display. The customer also stated that there is crack on the left lower part of the screen. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.